Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the sensor on the cool flow pump failed to detect a large bubble that was headed towards the patient. There was no patient injury reported. The cool flow pump unit involved was out of warranty. The account is in the process of purchasing a new unit in with the purchase of a new carto 3 system in approximately a month's time. For the time being since the account owns an extra pump, it was said that they will be using that other unit until the new unit arrives. The device history record review for cool flow pump (B)(4) showed that no reprocessing or test failures were noted during the manufacturing cycle. The device passed final test as documented by the device history record (B)(4), and met all specified requirements prior to distribution.

Event description:
It was reported through the direct line, that the sensor on the cool flow pump failed to detect a large bubble that was headed towards the patient during a procedure. It was not known if the customer was using an additional tubing with stopcock. The procedure was completed using a second cfp the facility owns. There was no patient injury confirmed.